Manufacturer narrative:
According to the facility on (B)(6), "there were multiple instances of contaminants found inside sterile surgical pack. The items were not used for surgery, but care was impacted. A hair was found inside a sterile surgical pack and compromised the sterile field. The surgery was cancelled based on the risk of infection introduced by this non-sterile item. This was for a neurosurgery case". There was no further information. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6), "there were multiple instances of contaminants found inside sterile surgical pack. The items were not used for surgery, but care was impacted. A hair was found inside a sterile surgical pack and compromised the sterile field."